Event description:
Additional information was received from a healthcare provider who reported that the patient did confirm that they had an MRI on (B)(6) 2025 causing the motor stall. As of (B)(6) 2025, the motor stall had recovered and the patient denied withdrawal symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and spinal cord injury. It was reported that the patient came in for a refill on (B)(6) 2025 and upon interrogation, it was noted that a motor stall occurred on (B)(6) 2025 and recovered day of refill per logs. The patient exhibited no signs or symptoms of withdrawal. During the reservoir check, the withdrawn volume was consistent with the expected amount, indicating accurate reservoir function. The patient did not recall having magnetic resonance imaging (MRI), although they had poor memory so it was possible that an MRI may have occurred without the patient remembering. Technical services reviewed potential causes of a motor stall, including MRI exposure or proximity to strong magnetic fields. If this were a true motor stall, the reservoir volume would likely not have been accurate, and withdrawal symptoms would typically be present. The caller had no further information.